Event description:
A physician reported the patient initially wanted monovision on the original implant date of the intraocular lens following cataract surgery. She was unable to adjust to monovision and 6 weeks after the initial implant she requested that the lens be removed and replaced with a lens for distance. The reporter stated this was not a product complaint and no complications or injury occurred during the secondary surgery.

Manufacturer narrative:
(B)(4). The iol was discarded by the account and not received by the manufacturer for evaluation. Based on the information received from the doctor regarding this event, we have no reason to suspect it was manufacturing related. We will continue to monitor and trend all reports.